Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device also had intermittent response due to moisture damage on the keypad trace. The device had scratched screen, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and lip. The numbers did not ramp on its own or the scroll bar was moving with no input.

Event description:
The customer reported having issues with the insulin pump. The caller stated that the numbers are ramping on their own, and the scroll bar is moving without input from the user. Advised the caller that the up or down button may be stuck. The blood glucose reading was 70mg/dl. Troubleshooting was declined as customer did not have enough when she called. No further information was provided.